Event description:
Patient has reported on separate occasions that there is a problem with his sapphire pump. After switching out on two separate occasions and servicing as well as training the nurse and changing out tubing, we cannot determine problem. The patient commented on air in the line and only way to fix is to turn the pump upside down and hit it so clear the bubbles. Also reported low power when not plugged into outlet, about 50% power. Will not last entire 8 hours even though battery says 75%. FDA safety report ID # (B)(4).